Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation. The legal manufacturer performed an investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Several request for additional information sent to the customer without reply. The root cause of the issue could not be conclusively specified. The device was delivered three years ago and it is likely the pin and lock of the video connector wore out and broke due to excessive force when connecting the video connector over time. It is also likely that the pin of the video connector receiver were damaged due to the connector of the scope being applied to the video connector when it was bent, deformed, or foreign material was present making the connection between the scope and video processor unstable. The instructions for use (IFU) provides the following guidelines: "do not apply excessive force to the video system center and/or other instruments connected as damage and/or malfunction can occur."

Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The customer¿s report of intermittent picture was confirmed due to faulty video connector. Additionally, the scope socket was worn. The faulty parts were replaced. Additionally, the unit was equipped with new type switch, electrical harnesses, and the software was upgraded. Several request for additional information were sent the customer without reply. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported by the customer, the video system center had an intermittent picture. There was no patient/user injury or harm reported to olympus.